Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 157 mg/dl, "hi" (greater than 600 mg/dl), 135 mg/dl, 155 mg/dl and 150 mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.